Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited far r wave oversensing and brief instances of mode switching. Programming changes were discussed. No intervention was reported. The patient was stable.